Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately at 7:35 on (B)(6) 2016, when he obtained alleged inaccurately erratic blood glucose results of "67 and 101mg/dl" performed on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs' precision criteria. The patient manages his diabetes with insulin pump therapy. He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. He claimed that at 8:03 on (B)(6) 2016, he developed symptoms of "confused". He reported that the emergency medical service (ems) was contacted and a blood glucose result of "101 mg/dl" was obtained on the ems meter. The patient also reported that on (B)(6) 2016, he received treatment of "IV fluids" from a healthcare professional (hcp) for his symptoms. At the time of troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The cca also noted that the patient had used an approved sample site to obtain the blood samples and he described the correct testing steps. However, he did not have control solution test available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately erratic readings on the subject meter and reportedly received treatment for an acute diabetes excursion from an hcp, after the alleged meter issue began.